Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision surgery due to patella pegs shearing. The patella was not replaced. Tibial insert was revised in the process.